Event description:
It was reported that the balloon of a 131f7j swan-ganz catheter ruptured during use. There were no patient complications reported.

Manufacturer narrative:
Our product evaluation labe received one model 131f7j catheter without inflation syringe. The balloon was found to be ruptured at the central area, and rupture edges were not able to match up. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body and balloon bonding sites. The device history record review was completed and documented that the device met all specifications upon distribution. The customer report of balloon rupture was confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.